Event description:
A report was rec'd that alleges that the tracheal tube required replacement due to damage to the inflation line. The rptr stated that when the staff rolled the pt, the inflation line became caught beneath the pt. The inflation pulled off the device, the cuff deflated and a trach replacement was required. The customer has stated that they believe the trach material is too soft. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.